Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using ultra fast-fix, the t2 implant could not be deployed. Surgery was resumed with a back up device; however, it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed two distal tips of the ultra fast fix devices. Each of the devices are without anchors and suture. The devices actuator tip appears to be pushed forward. No physical damage visible to the imaged devices. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of device one shows the t1, t2, and suture were not returned. The variable depth straw has been trimmed. The needle assembly has been twisted 45 degrees to its right. Bio debris is in the needle. A visual evaluation of device two shows the t1, t2, and suture were not returned. The variable depth straw has been trimmed. Bio debris is in the needle. No other deficiencies are visible. A functional evaluation of device one and device two could not be performed as all the implants have already been deployed. A review of the customer provided image revealed two distal tips of the ultra fast fix devices. Each of the devices are without anchors and suture. The devices actuator tip appears to be pushed forward. No physical damage visible to the imaged devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.